Event description:
It was reported that pump experienced malfunction with code 16, with no notable events occurring before issue and malfunction not part of field correction. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, successfully reset without recurrence of malfunction, was advised to continue using pump and to call back if issue returned, and confirmed understanding of guidance.